Manufacturer narrative:
Below are the analysis findings and test results: the implantable neurostimulator (ins) passed functional testing. A lab functional test determined there was good stable output on the electrode pairs the ins had when it was received. A lab functional test determined there was good stable output on all electrode pairs referenced to the electrode. Analysis determined the telemetry was acceptable. Due to the reported complaint, a lead insertion test was performed on the ins. Insertion and withdrawal was performed 3 times with a dry lead, and found to be within specifications. A known good lead was inserted and withdrawn 3 times into the connector port. Insertion spec: =3.0 lbs. Withdrawal spec: =2.0 lbs. Results: insertion=0.45, 0.42, 0.57 lbs; withdrawal=0.39, 0.38, 0.39 lbs. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
No new information reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a manufacturer representative regarding an ins issue prior to implant. It was reported that there was an open box ins. The healthcare professional (hcp) was not able to get the lead inserted completely in to the connector block. It was getting stuck on something inside. There were no visible deformities. Hcp unscrewed the set screw thinking it was too tight however that didn't hep. Hcp also tried using lunt tip hemostats to inserts lead the rest of way. The ins was never implanted and a different one was used. No patient involvement or symptoms reported. No further complications reported.